Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Blood glucose at the time of the incident was 180 mg/dl. Troubleshooting was not able to resolve the issue. The display did not return after removing the battery for 10 minutes, cleaning the battery cap and inserting a new battery. The device was returned for analysis.

Manufacturer narrative:
The device had a blank display due to faulty connector on interface board. Unable to perform the operating currents measurement, self-test, error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. The insulin pump had cracked case at display window corner.